Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's granddaughter that the customer is hospitalized due to low/high blood glucose. The customer's granddaughter stated the customer was hospitalized due to blood glucose and heart attack. The customer's blood glucose ranged between 32mg/dl-500mg/dl, treated in the hospital. She stated they do not have the reservoir or set to finish troubleshooting. Noticed the reservoir was filled to 100 units and customer is using 107.4 units per day. We advised this can be causing the high blood glucose.